Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that they had some success with p5, but they were still having a couple of accidents each week. They confirmed that they had at least a 50% reduction in symptoms, but they still wanted to increase. They went up to 2.4v on p5 during the call, and they were comfortable. It was recommended that they monitor their symptoms after making the change and follow up with their healthcare provider if not resolved. No further patient complications are anticipated or expected as a result of this event.

Event description:
Additional information was received from the patient. They reported the same ongoing issue, having accidents. Yesterday, the patient had 6 accidents. The patient successfully increased stimulation to 2.6 volts and is comfortable. Patient will monitor symptoms now that change was made and will follow up with hcp if it doesn't resolve.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient stated that they have more lost therapy since they had the interstim device implanted in (B)(6) 2019. The patient stated they had the device for bowel incontinence. They have been incontinent of urine for a year. They are planning to have botox injections in early june. They will be seeing a urogynecologist. The patient stated that although they have bad days that they had incontinent of stool, they have had many more days with no stool incontinence. They were very pleased with the device. Before they had it implanted ,they were incontinent of stool almost every day. Additional information was received on (B)(6) stated patient is still having accidents 'more frequently'. Patient increased amplitude to 1.7 on p5 and felt comfortable stimulation while sitting and standing. Patient stated 'months ago' she felt a 'little pinch' when she sat down. Uncomfortable stimulation noted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they are on program 5 at 1.8v and that has been working well and they are still doing well, but for the last week and a half they have been having accidents at least once a day sometimes twice a day. The patient stated that at one point they went 9 days without an accident on this setting so they would like to review increasing stimulation today. On the call, the patient successfully increased stim to 2.1v and is comfortable. The patient will monitor symptoms now that a change was made and will make therapy adjustments as needed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received.patient called back said that she is still having some accidents. Reviewed therapy information and patient confirmed that she is experiencing 50% improvement in symptom control since receiving implant. Reviewed programming guidance and patient decided that she wanted to increase the setting. With instruction, patient increased setting. Patient to monitor symptoms. No further complications noted or anticipated.

Event description:
Additional information was received from the patient. They reported that they saw their surgeon yesterday who switched them to program 6 and told them to try it. However, if the patient noticed a return of symptoms, it would be okay to switch back. The patient said that they had been having accidents all morning and didn't know if they should stay on program 6 or go back to program 5. Patient services suggested that the patient follow their healthcare professional (hcp) guidance that they received yesterday. The patient switched back to program 5. It was recommended that they monitor their symptoms after making the change, and to track symptoms so that they can provide an update to their hcp. There were no device issues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they are still having accidents daily, sometimes 3-4 times a day and the patient would like to increase the intensity. The patient is becoming more comfortable with the process however would like some guidance. Provided guidance as patient requested. Patient successfully adjusted intensity. Patient to monitor symptoms for a few days and make another adjustment if needed. The patient called back 3 days later stating the changes made last week have helped their symptoms improve; "so far so good."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. Patient reported started having accidents about 2-3 weeks ago and now having accidents almost every other day now, and wanted to know how many programs the patient programmer can hold. Patient said that she has been on p4 for the last 5 months and she hasn't made any adjustments because she said that if she increases any higher the stimulation is uncomfortable which patient said she tried during her last call. The patient experienced loss of symptom. When asked, patient said that she does watch her diet; however, she does sometimes eat something that she doesn't typically eat and is aware that could affect her symptoms. Reviewed general programming guidance and suggested as an option to try one of the previous programs again. However, patient said that she will wait until her hcp appointment which is on (B)(6). Patient was directed to bring her symptom diary and programmer to her appointment. There were no device issues reported, additional information was received on 2020-03-27 and patient said she saw her surgeon on (B)(6) and he added program 5,6, and 7. He said to try it for a few weeks. Patient further said she is having accidents practically every other day and she was on program 4 for about 5 months and she would go 6, 7, or 9 days without having an accident. Patient said (B)(6) she had no bowel accidents. (B)(6) she had a bowel and bladder accident. (B)(6) she had urinary incontinence. Patient doctor refereed her a urologist and patient is going to give her botox injections for the urinary incontinence. Patient is currently on program 5 at 1.1 volts and increased the stim to 1.3 volts and no further patient complications are anticipated or expected as a result of this event.